Manufacturer narrative:
Evaluation, results: inherent risk of procedure (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).

Event description:
During the index procedure, a 2.5 x 8 mm endeavor sprint rapid exchange (rx) drug-eluting stent was used to treat the dissection which occurred following implant of the 3.0 x 12 mm endeavor sprint rx stent. The patient also had another 3.0 x 12 mm endeavor sprint rx stent implanted, separately, in the 2nd obtuse marginal. Approximately 17 months post index procedure, the patient suffered a spontaneous gi bleed following a routine colonoscopy. The patient was taking the required study medications at the time of the event. The patient received packed red blood cells to treat the bleed. The investigator assessed that there was no relationship between the event and the study device or the study procedure, and a possible relationship between the event and the study drug. The patient recovered with treatment. No other clinical sequelae were reported.

Manufacturer narrative:
.

Event description:
It was confirmed that of the 3 endeavor sprint drug-eluting stents implanted in the patient, 2 were placed in the second om and the third in the cx.

Event description:
One endeavor sprint rx stent was implanted in the 2nd obtuse marginal during the index procedure to treat a de novo lesion. A dissection occurred during the implantation, and a second stent was implanted to treat the dissection. The investigator reported that the event was not related to the study stent and or the study procedure. Patient recovered with treatment.